Event description:
The device was returned for pneumatic valve leak failure (valve 1). Upon return, the device starts up and alarms with double red lights. Performed the recharge test and hardware tests which passed. Performed test with the engineering pneumatic manifold and unit passed with no errors. Installed original pneumatic manifold and red alarm was reproduced. New logs are indicating pneumatic valve actuation failure (valve 1) positive recharge failure. Pneumatic assembly will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump problem. Pump needs to be evaluated. Service request form. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient harm: unknown". A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.